Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stent implant procedure for cancer in the transverse colon, performed on (B) (6) 2010. According to the complainant, while attempting to deploy the stent, the handle broke. The stent was reconstrained and removed from the patient. The physician attempted the same procedure with a non-bsc stent, but was also unsuccessful in deploying the stent. The complainant stated that the patient's anatomy was a possible contributing factor to this event. The next day, (B) (6) 2010, the physician successfully treated the patient with a surgical procedure, "discharge colostomy (colon decompression)". The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (6). (B) (4) (surgery). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.